Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the shunt in question never had a magnet or magnetic field applied to it, yet it somehow adjusted from a 1.5 setting to a 0.5 setting. This caused significant over drainage, resulting in severe headaches. It wasn¿t until several days later that treatment could be sought at a medical facility. Despite it being a two-hour drive one way, the trip had to be made three times to get the adjustments made by a clinician who was willing to perform the necessary adjustment. Unfortunately, the circumstances surrounding this patient are also far from normal. The patient in question is employed by the us forest service as a wildland firefighter. Being such, they are often deployed to remote areas for weeks on end, all across north america. While deployed, there is absolutely a zero percent chance of a clinician being present.